Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. Review of the device log on the reported event date of (B)(6) 2020 indicates that all five shock events were successful and within specification. There were instances of "check pads" and "poor pad contact" messages prior to the first and third shock, but the device was still able to deliver the correct amount of energy. The device was put through extensive testing including full defib functionality testing and patient impedance calibration without duplicating a malfunction to the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device failed to cardiovert the patient until the fourth shock was delivered with external paddles compressing over the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.